Manufacturer narrative:
Suspect medical device: 4. Catalog # changed from 04j27-27 to 04j27-32; lot # changed from unknown to 90524li00. Review of complaint activity determined that there was a slight increase in complaint activity for lot 90524li00 with regards to sensitivity performance. Tracking and trending report review for the architect hiv ag/ab combo reagent determined that there were no related adverse or non-statistical trends. To evaluate the performance of lot 90524li00, retained kits of the lot were tested in a sensitivity setup. The reagent kit showed normal performance without false non-reactive results. Additionally, two seroconversion panels were tested, and the results were compared with historical performance provided by the panel manufacturer. Reagent lot 90524li00 detected the same bleeds as reactive. Based on this data, the sensitivity performance for the impacted lot is not adversely affected. Review of product quality history for the likely cause lot was performed and did not identify issues associated with the customers observation using the corrective and preventative actions (CAPA) system. Labeling was reviewed and adequately addresses the customers issue. No systemic issue or deficiency of the architect hiv ag/ab combo reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, hiv ag/ab combo, list number 2p36.

Event description:
The customer reported a false negative architect hiv ag/ab combo results for a 41 year old female patient. In march the patient's sample generated reactive results on the architect, centaur, liasion and biorad assays and non-reactive on western blot. The sample was further tested for p24 which generated a reactive result therefore the patient was considered to have an acute hiv infection. The patient's sample in november was non-reactive for architect, and reactive for centaur, liasion, and biorad assays. The sample was indeterminate on western blot. No adverse impact to patient management was reported.